Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported to olympus that there was no image due to error b30 on the video processor. This was discovered during inspection. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d10, g2 (unmark company representative and marked health professional), and h4. Additional information added to field: h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause for the b30 error could not be established. The cause for no image was due to a faulty convertor. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.